Event description:
As reported by the user facility: detailed inquiry description: customer who recently converted from is standard to is2 rereported that is standard was stocked for them by accident in place of is2. The clinician picked up the product and proceeded to use thinking she was using bc. This resulted in an unexpected bloody mess as she was not expecting the hub to bleed. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.